Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. The device was inspected by the distibutor. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Event description:
It was alleged that during planned maintenance, the backup battery voltage level led to a medium priority alarm. The battery was replaced. No harm was reported in relation to this event. At the time of this report, no further information has been provided.